Event description:
This lead was implanted for purposes of a trial to permanent transition in (B)(6). The device was connected to an extension which was then externalized. The trial was deemed successful and upon its conclusion, the externalized portion of the extension was cut to facilitate implantation of the ipg. It was reported that the lead was fractured at a point between the anchor and extension. This breach allowed fluid intrusion. As such, the lead was explanted. The explanted lead was discarded by the medical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.